Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the plastic teflon pad of the harmonic ace instrument was broken even though there was no excess use. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that no fragment fell inside of the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it appears that a small piece might be missing from the very tip of the teflon pad. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. No further escalations required for the image review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was material missing as a result. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.